Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause for the malfunction for the image is not displaying is traced to component failure, likely due to stress of repeated use, external factors, or handling. In addition, based on the results of the investigation the air/water nozzle has corrosion is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had corroded air/water nozzle. And displayed no image. There was no patient involvement.